Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 255cc mentor memorygel breast implants and experienced bilateral ptosis and rupture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 255cc mentor memorygel breast implants, catalog number: 3507255mc, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On february 11, 2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, a crease was observed on the posterior view. Within crease a tear was observed, measuring approximately 2.4 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).